Manufacturer narrative:
(B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two ( 2 ) false positive results with two (2) ID now covid-19 assays performed on (B)(6) 2021 on direct tested nasopharyngeal iclean swabs. The nasopharyngeal swab was used. Repeat testing was performed for both with a new sample and generated negative results. Pcr confirmation testing (cepheid and thermo platform) for both generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1022739 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1022739, test base part number 190-430 / lot 1022739. The lot met the required release specifications. A review of the complaints reported as false positives results (confirmed and unconfirmed, conflicting results) related to kit lot 1022739 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.